Event description:
It was reported patient's lead was explanted and replaced on 10 january 2024. Therapy was restored post-op.

Manufacturer narrative:
The lead was explanted and replaced due to lead migration. Stimulation restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead had migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.